Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the mechanics of the device were dirty, oily and corroded, the device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that while sawing the bone, a lot of dark, slightly oily liquid came suddenly out of the saw attachment. This is report 1 of 1 for event#(B)(4).